Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The index procedure successfully placed six taxus express2 drug eluting stents in the target lesions. A 3.5x16mm stent was placed in the distal right coronary artery (rca). A 3.5x28mm stent was placed in the proximal rca. Two 2.5x24mm and 2.25x24mm stents were placed in the mid left anterior descending artery (mid lad). Two 3.0x12mm and 3.0x8mm stents were placed in the intermediate/anterolateral artery. Stent damage occurred during the procedure when the physician was trying to cross the lesion in the intermediate/anterolateral artery with a taxus express2 3.0x16mm drug eluting stent after predilation. The device was not implanted as the physician was unable to cross lesion. When the stent delivery system was pulled out and examined, structural stent damage was noticed. There were no reported complications.

Manufacturer narrative:
The complainant indicated that the devices have not been returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.